Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer: patient; product ID 8709sc, lot# n186969018, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that at the patient's last refill there was more drug left in the pump than there should have been. The exact amount was unknown. The pump was delivering bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.